Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the second from the left blue soft key was found to be worn due to excessive use and was not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be due to external influence. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had malfunctioning soft key during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.